Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information was identified in the online publication prior to print: mondal, nk, et al "comparison of intraplatelet reactive oxygen species, mitochondrial damage and platelet apoptosis after implantation of three continuous flow left ventricular assist devices: heartmate ii, jarvic 2000 and heartware", asaio j. 2015 may-jun; 61(3):244-52. Doi: 10.1097/mat.0000000000000208. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Bleeding, infection, stroke, renal dysfunction, respiratory dysfunction and right ventricular failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). System inflammatory response syndrome (sirs) is nonspecific in etiology and can be precipitated by events such as ischemia, inflammation, trauma, infection, pancreatitis and surgery. Tissue trauma, infection, sepsis, and multi organ failure are all known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). With review of the available information, the root cause of the events cannot be determined; however, clinical and patient factors including comorbidities are possible contributors to the events. The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. The IFU addresses guidelines for optimal patient management optimization of heart and systemic pressures, anticoagulation therapy, and infection control measures. Based on the available information no conclusion can be made regarding the relationship of the reported events to the device or treatment or root cause; however, here is no evidence to suggest that any device performance or manufacturing issues contributed to the events. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. (B)(6). (B)(4), major infection; (B)(4), major infection; (B)(4), major infection; (B)(4), non-surgical bleeding; (B)(4), non-surgical bleeding; (B)(4), non-surgical bleeding; (B)(4), non-surgical bleeding; (B)(4), non-surgical bleeding; (B)(4), renal dysfunction; (B)(4), renal dysfunction; (B)(4), respiratory failure; (B)(4), respiratory failure; (B)(4), right heart failure with rvad placement; (B)(4), right heart failure with rvad placement; (B)(4), right heart failure with rvad placement; (B)(4), right heart failure with rvad placement; (B)(4), sirs; (B)(4), sirs; (B)(4), sirs; (B)(4), sirs; (B)(4), stroke; (B)(4), stroke. Devices are not available for return.

Event description:
With review of a literature article from asaio j. 2015 may-jun, which discusses platelet damage and associated clinical complications in patients implanted with continuous flow left ventricular assist devices (lvads), adverse events were identified in 9 patients implanted this device. The following adverse events were identified as occurring in 9 patients implanted with lvads with no identified patient, device serial number or specifics regarding the events: 5 non-surgical bleeding, 3 major infections, 2 strokes, 4 systemic inflammatory response syndrome (sirs), 2 renal dysfunction, 2 respiratory failure, 4 right ventricular (rv) failure/right ventricular assist device (rvad) required. It is reported that the use of the device is the preferred device for bridge to transplant and is therefore more frequently used in younger, more acutely ill, non-ischemic patients who have a tendency toward increased risk of rv failure.